Event description:
Related manufacturer reference number: 2017865-2021-27300 related manufacturer reference number: 2017865-2021-27301 related manufacturer reference number: 2017865-2021-28718 additional information noted that the pacemaker was explanted due the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is complete and patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27300. Related manufacturer reference number: 2017865-2021-27301. It was reported that the patient presented for a routing device exchange. During procedure, the physician noticed insulation breaches on both the right ventricular and atrial lead. The physician suspected that the breaches were due to lead-can abrasion. All measurements were within normal limits. The physician used a repair kit to address the insulation breach. The patient was stable throughout the event.